Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink probe basic kit (ID 826850) was returned for evaluation. Device history record (DHR) - the product code 826850 with lot 7336611 sn (B)(6) , conformed to the specifications when released to stock. Failure analysis - no visible damage to the millar sensor, catheter material or connector. Icp express read 453; cerelink monitor acceptable; microsensor detected and zeroed without any issues. The device failed water pattern testing - off scale after 12 hours. The output of the sensor was found to be no longer balanced. The issue of the complaint was confirmed. Root cause analysis - the issue reported by the customer could be confirmed but the root cause of the issue reported couldn't be determined. The possible root cause for this issue could be ¿unstable sensor performance or incorrect selection of semiconductor components¿.

Event description:
A facility reported a cerelink icp monitor was sounding alarms, ¿sensor or extension cable failure¿disconnect and replace cable or sensor¿. The nurses changed the cables and monitor, but still had the same issue. The patient had a previous sensor implanted and was working well, but a second sensor (ID 826850) was placed after craniectomy was performed. Microsensor was reported to be working fine for several hours before sensor/cable failure, therefore, it was explanted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.